Event description:
Customer reported that the t:slim x2 pump battery was not charging despite using the original tandem charging cable and wall adapter. Efforts such as trying a different wall adapter and charging cable did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump. The customer was instructed to use multiple daily injections (mdi) as a backup insulin delivery method and was guided on returning the faulty pump to tandem within 10 days to avoid charges. A replacement pump, along with instructions for programming and setting up the new device, was provided.